Event description:
This lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2011 due to the epicardial atrial lead not capturing. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).